Manufacturer narrative:
A device history record review of the reported lot number(s) confirmed that the product was produced accomplishing quality requirements and released according to established procedures. There were no samples received with this complaint therefore an examination of the defect could not be made. This complaint will be considered as unconfirmed. The investigation found that some issues with crooked pistons were noted during filling and caused stops to production. Syringes with a crooked plunger were also detected and rejected by the inspection machine. During production, there are various controls in place to detect any issues and containment procedures are in place to remove any defective samples from the manufacturing line. Syringes are received from the supplier already pre-assembled (the plunger is in the barrel of the syringe). During production, syringes are filled, in a controlled area, by drawing in the saline solution through the luer tip. Each lot is released based on an aql sampling plan and this lot was in conformance with the specifications. It was released for distribution as it had met all established quality assurance acceptance levels. A crooked plunger could have caused the leak, but a root cause as to how the plunger became crooked could not be identified. Since this complaint will be considered as unconfirmed, no corrective or preventive actions will be taken at this time. If additional information or samples are received, the investigation will resume as needed. This complaint will be used for trending purposes.

Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported with covidien on (B)(6) 2016 that a customer had an issue with a syringe. The customer states upon inserting a peripheral IV pre-procedure, the tubing connector was flushed with a 10cc syringe. Air was noted at the tubing at that time. Upon drawing back to remove the air and confirm ic access, blood filled the syringe but subsequently leaked out the bottom of the syringe. Patient was not harmed. No air injected IV. Upon inspection, the rubber stopper was not placed correctly but at an angle and not flush inside the syringe.